Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had intermittent power and there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1; date of submission: 10/18/2016. The device has been returned and evaluated by product analysis on 09/30/2016 with the following findings. There were unexplained pump reboot events observed in the black box. The battery compartment was cracked above and below the bumper pad. Corrosion was observed inside the battery compartment. The pump was exercised for 24 hours with no power issues observed. The pump failed a leak test as a result of the battery compartment crack. There was no further evidence of moisture ingress. The display screen was dim and discolored.

Manufacturer narrative:
Follow-up #2 date of submission 12/09/2016 ¿ correction to serial #.